Event description:
It was reported by the sales rep that during "several cases", the proplege coronary sinus catheter it will lose the wave form once the balloon is inflated. The md confirmed with echo that the cannula was still in the cs. In this particular case, the surgeon was not comfortable without the pressure wave form and decided to convert to a sternotomy. Unknown lot number. The device was not retained by the hospital for evaluation.

Manufacturer narrative:
The product was not returned and the root cause could not be determined for this device. The device involved was discarded by the customer. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.